Event description:
Nurse contacted dexcom technical support on (B)(6) 2012, on behalf of one of their pediatric patients, to report that sensor wire had become detached from the abdomen while patient was sleeping. Patient's parents could not find sensor in bed nor on patient's skin. At the time of her call to dexcom technical support on (B)(6) 2012, nurse reported that patient was doing fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.